Manufacturer narrative:
No data is available in the download history file as the insulin pump was received without a battery installed. It could not be verified if the customer manually programmed the 2.3 unit bolus. The insulin pump passed the displacement test, reset error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No error alarms were noted. The insulin pump was programmed with multiple bolus deliveries and monitored. All boluses were completely delivered and properly recorded in the bolus history screen. No bolus anomaly or history anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's mother that their insulin pump was not functioning properly. It was reported that the customer's blood glucose level at the time of incident was 82.8 mg/dl. It was reported that there was a change sensor alarm and an external ram crc error alarm on the customer's device. It was reported that the customer was advised to discontinue use of the device and that it would need to be replaced and returned for analysis.